Event description:
It was reported that an rx acculink stent was implanted on (B)(6) 2011 uneventfully in the right internal carotid artery. On (B)(6) 2011, the patient was discharged to home. On (B)(6) 2011, the (B)(6) patient experienced a contralateral stroke and died. Per the physician, the stroke was most likely caused by the pre-existing atrial fibrillation. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: onset of the stroke originally reported as (B)(6) 2011, was actually (B)(6) 2011. CT of the head showed early ischemia in the left middle cerebral artery. On (B)(6) 2011, the patient experienced a seizure, reportedly from a second stroke. The seizure was treated with medication. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident (stroke) and death are listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Corrected date of event from (B)(6) 2011 to (B)(6) 2011. The reported patient effect of seizure is listed in the rx acculink carotid stent system instruction for use.